Manufacturer narrative:
Block h6: device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2023. On an unknown date the patient reported having discoloration of the urine. Then on (B)(6) 2024 the physician preformed an endoscopy procedure for removal of the balloon as it was found deflated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: device code a1401 is being used to capture the reportable event of deflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Investigation results: the balloon was returned for evaluation, during the analysis it was found that the balloon was found with a large hole and rolled inwards. The balloon was not able to be analyzed, although it was confirmed the balloon was deflated. Also, it was found that the balloon was discolored from methylene blue. Based on the information provided, it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. For this reason, this event is catalogued as "failure to follow instruction" because the problems traced to the user not following the manufacturer's instructions. For the ar balloon deflated this adverse event is known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason this event is catalogued as "known inherent risk of device." All compiled information on this investigation determines that the most probable cause is "known inherent risk of device." Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2023. On an unknown date the patient reported having discoloration of the urine. Then on (B)(6) 2024 the physician preformed an endoscopy procedure for removal of the balloon as it was found deflated. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.